Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm thoracic aortic aneurysm. It was reported that the patient presented emergently with hyperthermia with chills, hyperleukocytosis with neutrophil, inflammatory anemia, blood cultures on the venous access device and peripheral positive for the (B)(6), transthoracic echocardiogram lvef 35%, transesophageal echocardiogram no evidence of endocarditis. The pet CT revealed that the implantable cardioverter-defibrillator leads had infection but impossible to remove because they are endocardial leads and impossible to perform an epigastric reimplant due to the presence of a stoma, there was also multifocal hypermetabolic foci of the aortic stent, no evidence for an infection of the aortobifemoral bypass. The patient was treated with medication (daptomycin + genta), venous access device removal, conservative treatment of the thoracic prosthesis with antibiotic therapy for 12 weeks and reassessment. The patient was reportedly hospitalized and given medication, but the event has not resolved. The investigator assessed this event to be related to the stent graft. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was re-evaluated at 6 weeks of antibiotic therapy. Clinic biological evolution was favorable for prolonging the treatment for 12 weeks. The infection was found to have resolved and the antibiotic therapy was stopped.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.